Event description:
Clinical report states the patient was revised because of infection. Only the insert was exchanged.

Manufacturer narrative:
No product was returned. Review of the device history records did not reveal any anomalies. A search of the complaint database did not reveal any other reports for the manufacturing lot. The investigation could not verify or draw any conclusion about the root cause of the reported infection. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated.